Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation/repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator failed calibration while on a patient. Patient was transferred to another ventilator with no harm.